Event description:
Procedure type: unknown. According to the reporter, the screw of the latch was found on the patient umbilici. There was no report of it falling into the cavity or impacting the patient. No patient injury was reported. No further information was given by the facility.